Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the post-operative device check, the left ventricular (lv) lead exhibited high thresholds. A fluoroscopy was done and it was determined that the lv lead had pulled back from its original position. The lv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.